Event description:
Customer reportedly obtained a result of 396mg/dl on the advantage sys and 128mg/dl on a professional device within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect sys and replacement was sent.